Manufacturer narrative:
Initial.

Event description:
It was reported that during a full supply change the patient inadvertently separated the applicator from the infusion site while attempting to insert the infusion set, resulting in an infusion set connector that was not attached correctly; the patient then used a new infusion set and, with guidance, successfully applied it, filled the cannula, and resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without alerts or alarms and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user technique error associated with the infusion set and applicator interface, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set deployment.